Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implants. Two implants were placed in site #23 &#25 (class iii bone, thin ridge) on 12/9/96 during a complex procedure. The clinician reports that he had to flatten the ridge in order to place the reduced diameter implants. The implants were removed on 1/28/97 due to failure to osseointegrate. The clinician reports that the failures may be due to tobacco use by the pt and thin bone in the area. He also states that the tissue pulled on the lingual side of the sites which opened the tissue around the implants.